Event description:
3it was reported that device is broken.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "3 items all displaying similar breakages. It¿s unclear when these were broken but the hospital have not informed us of any negative patient effect or extension to surgery time. Discovered on instrument inspection" the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that attune ps fem trial sz 6 lt had crack at the central zone of the part however, breakage was not found. The potential cause is traced to repeated impaction forces during trialing in combination with the trial fitting very tightly posteriorly/anteriorly over the resected femur bone. This will cause tensile stress initiating at the bone contact surface in the middle of the trial between the condyles, resulting in material fatigue and ultimately cracking as seen in the photos provided. Per IFU-0902-00-836, end of useful instrument life is generally determined by wear or damage during surgical use. Care should be taken to regularly inspect components for damage prior to use and ensure the devices are functional. Any device that exhibits damage which would compromise structural integrity or usability of the device should be discarded. In the event an instrument breaks or material flakes are generated during use, ensure that all device fragments that may have entered the surgical site are removed prior to completion of the procedure, as patient injury may result. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection not completed. The overall complaint was confirmed as the observed condition of the attune ps fem trial sz 6 lt would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to repeated impaction forces during trialing in combination with the trial fitting very tightly posteriorly/anteriorly over the resected femur bone and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.